Manufacturer narrative:
Device received constant no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor error alarm and this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm due to constant no motor movement or negligible movement. Retries to free a stuck motor failed error noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error and not able to rewind the pump. The blood glucose at the time of the incident was around 200 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.